Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including ECG readings testing and stress testing with known good test multifunction cable and ECG cables without duplicating the report. The device was recertified and returned to the customer. The accessories used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached multifunction cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.